Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage is 2.6386v and has not tripped elective replacement indicator.

Event description:
It was reported that the device reached elective replacement indicator sooner than expected by the physician for the programmed settings and therapy use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, lead, implanted: (B)(6) 2011; 4076-52, lead, implanted: (B)(6) 2010. (B)(4).